Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient¿s caregiver said there was a draining slowly message in drain 6. A review of the patient¿s treatment records identified that the patient drained 3372 ml during drain 3 of the treatment. This drain volume is 188% of the patient's fill volume of 1798 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up, the pd nurse verified the overfill event and said that the patient did not have any harm, intervention or adverse effects associated with the overfill. The patient was able to get a new cycler and has been using it with no further issues. The other cycler is available to return.

Manufacturer narrative:
Correction: d.9.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient¿s caregiver said there was a draining slowly message in drain 6. A review of the patient¿s treatment records identified that the patient drained 3372 ml during drain 3 of the treatment. This drain volume is 188% of the patient's fill volume of 1798 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up, the pd nurse verified the overfill event and said that the patient did not have any harm, intervention or adverse effects associated with the overfill. The patient was able to get a new cycler and has been using it with no further issues. The other cycler is available to return.

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the actual device was returned to the manufacturer for physical a visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump.there were no visual indications of particulates within the cassette area.there were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as-received with reduced dwell) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler.valve actuation test ¿ passed. System air leak test ¿ passed.the device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient¿s caregiver said there was a draining slowly message in drain 6. A review of the patient¿s treatment records identified that the patient drained 3372 ml during drain 3 of the treatment. This drain volume is 188% of the patient's fill volume of 1798 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up, the pd nurse verified the overfill event and said that the patient did not have any harm, intervention or adverse effects associated with the overfill. The patient was able to get a new cycler and has been using it with no further issues. The other cycler is available to return.